Event description:
It was reported the cartridge tubing detached from the cartridge as a result of the patient line being pulled. Customer's blood glucose level was approximately 200 mg/dl. Customer performed a supply change to address the issue.